Event description:
No additional information received from customer.

Manufacturer narrative:
Updated information was added to d8, e4, h2, h3, h6 and h11. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Despite good faith efforts being made, the cleaning disinfection and sterilization (cds) information could not be obtained. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 2 cfu. Bacterial identification: bacillus species, priestia sp. Based on the investigation's results, olympus confirmed that foreign material was present within the device; however, the type of material could not be identified. Nevertheless, the following factors likely contributed to the malfunction: the foreign material was possibly not completely removed if the reprocessing steps were not conducted properly. Because the user culture results were not shared, the contamination reported could not be confirmed, and a root cause could not be determined. Growth of microorganisms was reported through culture testing by the user after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h11. In addition, the following reportable malfunctions were identified during the device evaluation: plastic distal end cover has foreign objects, nozzle has foreign objects and the connecting tube is sticky. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.